Manufacturer narrative:
.

Event description:
It was reported that during follow-up for an asymptomatic patient, post-sensed t-wave oversensing was observed on the ventricular channel. R-waves had decreased over the past two years with an corresponding increase in the t-waves. The lead was capped and replaced. Patient was doing well after the procedure.

Event description:
New information received states that prior to lead being capped the patient received inappropriate therapy for post paced t wave oversensing on rv lead.

Event description:
Additional information received stated that change in thresholds were also observed.